Event description:
The account alleged that the head of the bed will rise by itself.

Manufacturer narrative:
The accounts maintenance unplugged the pendant and then plugged it back in and head is not rising by itself anymore. The account replaced the pendant to resolve the issue with this bed.